Event description:
Allegedly the patient was revised due to pain (left). Secondary revision njr index no: 1542816. Additional product information received on 1/12/2017: neck product information now available.